Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient had signal loss on the cgm. The patient stated they were not feeling good. They were vomiting and blacked out. The patient's father called for an ambulance and the patient was transported to the hospital. At the hospital, the patient was treated with humulin r insulin for diabetic ketoacidosis. It is unknow what the patient's blood glucose was during the time of the event. The patient was also treated with other medications for unspecified conditions. The patient was hospitalized in the intensive care until (B)(6) 2023. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.